Manufacturer narrative:
(B) (4). (B) (4). Event logs and data set were received for investigation. The customer's report of an over infusion of integrilin could not be confirmed. We were unable to identify any log entries relevant to the reported event date, drug or programming in either the pump or pc unit logs that were submitted. The service database was reviewed and no relevant issues were identified. Review of the product performance monitoring database indicated no prior complaints received for the suspect infusion pump.

Event description:
Customer reported 100 ml integrilin infusion, concentration not specified, was set to run at 5 ml/h but ran in over four hours. Statt ptt drawn. Five and a half hours later, the pt had black stool positive for blood, and morning next day hct went from 9.7 to 6.7. Reporter indicated integrilin was continued after bottle was found empty and had no problems with infusion at correct rate. Although requested, no add'l pt/event info was available.